Event description:
The physician assistant at the hospital reported that he has seen a higher incident regarding the short port btt black valve in the inflation port dislodged causing the balloon to deflate through out the procedure. The pa continued to inflate the balloon and within 15 to 20 seconds, the balloon deflated. Two ways stop cock was used to hold the balloon inflated. No pt effect was reported by the physician assistant. The number of procedure, date of occurrence and product manufacture lot # were not provided.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot # and the occurrence date were unk. There was no nonconformance which could have attributed to this failure mode. (B) (4).